Manufacturer narrative:
The investigation for the console (aic) purge flag/disc issue has been completed. Console logs did not contain any data relevant to this complaint. The console was returned for evaluation. The consoles purge sensor was inspected but both the purge disc retainer and flag were intact. After inspection of the rest of the console, it was discovered that pump connector cover was missing/broken and the pump connector was lodged into the console the reported broken purge ¿clip¿ on (B)(6) could not be confirmed. Both the retainer and the flag of the aic was still intact. However, it was observed that the pump connector cover was missing and the pump connector was lodged inside the console. It is likely that these damages were what the clinical staff meant to report. The damages to the pump connector cover and pump connector were likely use related.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a broken purge clip. There was no patient involvement. The aic was removed from service.